Manufacturer narrative:
(B)(4). No conclusion code available; failure event observed during analysis. Final analysis found that the insulation was abraded at 81.3 cm from the connector pin between the re cables lumen and inner coil. (B)(4).

Event description:
This report is to advise of an event observed during analysis.